Event description:
The customer reported the system temporarily lost functionality. The customer's biomedical engineer was able to restore system functionality. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.